Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Event description:
The customer observed multiple falsely elevated troponin-I patient results while using the architect i2000sr analyzer and the architect stat troponin-I reagents. The following data was provided. Patient 1 (tested using reagent lot 30486un16). The customer used high cutoff 0.05, intermediate 0.03 to 0.05, and normal less than 0.03 ng/ml. Sample 1 (sid (B)(6)) less than 0.01 (not elevated). Sample 2 (sid (B)(6)) (4 hours after sample 1) 0.013 (not elevated). Sample 3 (sid (B)(6)) (4 hours after sample 2) 0.092 (elevated), 0.017 (not elevated). The patient release was delayed while the elevated sample was repeated. No treatment was provided to the patient based on the elevated result. The patient was discharged. Patient 2 (tested using reagent lot 30486un16). The customer used normal range 0.0 to 0.02 ng/ml. Sample 1 (sid (B)(6)) 0.068 (elevated). Sample 2 (no sid provided) (about 2 hours after sample 1) less than 0.01 (not elevated) no additional information for this patient was provided. Patient 3 (tested using reagent lot 30486un16). The customer used normal range 0.000 to 0.040 ng/ml. Sample 1 (sid (B)(6)) 0.019 (not elevated). Sample 2 (sid (B)(6)) 0.012 (not elevated). Sample 3 (sid (B)(6)) 0.061 (elevated), 0.017 (not elevated). The patient was in the emergency room and was admitted to the hospital between the first and second sample being tested. Patient 4 (tested using reagent lot 60497un16). Initial (sid (B)(6)) 0.134, repeated 0.006, 0.00. Repeated using I-stat 0.00. No additional information for this patient was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed multiple falsely elevated troponin-I patient results while using the architect stat troponin-I reagents and the architect i2000sr analyzer. The following data was provided. Patient 1 (no sid provided): the customer used high cutoff 0.05, intermediate 0.03 to 0.05, and normal less than 0.03 ng/ml. Sample 1 less than 0.01 (not elevated). Sample 2 (4 hours after sample 1) 0.013 (not elevated). Sample 3 (4 hours after sample 2) 0.092 (elevated), 0.017 (not elevated). The patient release was delayed while the elevated sample was repeated. No treatment was provided to the patient based on the elevated result. The patient was discharged. Patient 2 (no sid provided): the customer used normal range 0.0 to 0.02 ng/ml. Sample 1 0.068 (elevated). Sample 2 (about 2 hours after sample 1) less than 0.01 (not elevated). No additional information for this patient was provided. Patient 3 (no sid provided): the customer used normal range 0.000 to 0.040 ng/ml. Sample 1 0.019 (not elevated). Sample 2 0.012 (not elevated). Sample 3 0.061 (elevated), 0.017 (not elevated). The patient was in the emergency room and was admitted to the hospital between the first and second sample being tested. Patient 4 (no sid provided): initial 0.134, repeated 0.006, 0.00. Repeated using I-stat 0.00. No additional information for this patient was provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.